Manufacturer narrative:
Additional information: a4, b5, b7, g1, h6 (ime, imf codes). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an upper midline abdominal hernia. It was reported that after implant, the patient experienced adhesions, abdominal pain, and pain. Post-operative patient treatment included revision surgery and diagnostic laparoscopy.

Manufacturer narrative:
Concomitant product: pco9x parietex pcox rnd 9cm x1 (lot# pna00061). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced adhesions and abdominal pain. Post-operative patient treatment included revision surgery.